Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: lot #: 0330601: device expiration date: 11/30/2025, device manufacture date: 11/25/2020, lot #: 0287433, device expiration date: 10/31/2025, device manufacture date: 10/13/2020. Investigation summary: exec summary: no samples were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for needle clog and for does not attach as intended on these lot #s. No non-conformance's were raised in association with these type of event for these lots concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa: based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review for batches 0330601 and 0287433 were carried out. All inspections and challenges were performed per the applicable operations and met qc specifications.

Event description:
It was reported that 140 bdpen ndl 32g 4mm pro were unable to prime and had attachment issues. The following information was provided by the initial reporter: the consumer reported pen needles would not attach to pen correctly and clogged during priming. Consumer stated the issues listed above affected both boxes. Date of event: unknown. Samples: unavailable, destroyed.